Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, serial # unknown, product type catheter. (B)(4).

Event description:
It was reported that a critical alarm was heard and confirmed by telemetry, due to zero ml reservoir volume reached. The manufacturer¿s representative noted that a pump had been empty for 2 years and has been alarming. The patient was non-compliant. The pump was used to infuse an unknown drug. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.